Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump and read its screen. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support decided to replace the pump, and the customer was instructed on returning the problematic pump using a pre-paid label, while using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.